Manufacturer narrative:
The product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the root cause of the reported clinical observations was not determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited oversensing and pacing inhibition. The patient did not experience asystole as a result. Additionally, the right ventricular (rv) lead exhibited high threshold measurements. An invasive procedure was performed. The system was explanted and replaced. No additional adverse patient effects were reported.